Manufacturer narrative:
Based on the available information, siemens concluded an investigation of the reported event. No issues were identified with the phs; all phs gaps are within specification. This CT system is operating according to specifications. This phs1a was designed based on iec 60601-1 and the phs gap fulfills the specification. Prior to delivery, this phs passed the final inspection, and warning label of hand injuries was attached. The operator manual, hc-c2-025.621.08, clearly indicates the following safety information and instruction: - immobilize the arms of the patient with the straps supplied to rule out collisions and injury to the hands under the tabletop. With obese patients, make sure that no collision occurs. (Page 17&18 ). - observe the patient to avoid unintentional patient movement. (Page 25). Several warning labels also attached on the phs. Based on the statement above, the system works as specified and it is not a product quality related issue. The patient was not correctly fixated on the phs, and the operator didn¿t observe the patient well during the table movement to avoid injury to the patient, it is customer¿s mis-operation.

Event description:
Siemens became aware of an incident that occurred while operating the somatom emotion CT-scanner. A mobility impaired patient (cerebral hemorrhage) injured her wrist during a CT scan. The operator did not use the retraining straps on the patient as stated in the instructions for use. The patient¿s hand dropped down when the phs (patient handling system) moved out from the gantry, resulting in her wrist bone to break. The patient was treated with a bandage and fixation at the medical facility. Current status of the patient is not known. Siemens requested additional information, however, the customer could not provide more specific information.